Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Device restoration was unsuccessful due to battery depletion. The device was successfully explanted and replaced on (B)(6) 2015.